Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1 cubie was not detected on bus. The field service engineer (fse) had removed the rear panel from the drawer, disconnected and cleaned the row board cable connector, then reconnected it. The rear panel had been reattached, the station powered down, and the drawer plugged back in. Upon powering the station back on, the drawer had successfully come back online. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a w7a had a cubie "not detected". The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.